Event description:
Event description cpi received information that this implantable pulse generator (ipg) had a setscrew stuck in the header. The setscrew for the atrial lead could not be loosened during a ventricular lead revision for lead dislodgement.